Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer adjusted the tubing to address the issue and successfully resumed insulin delivery.